Event description:
It was reported to philips that movements of the azurion device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer remotely assisted in calibration of the movements. The device was returned to expected function.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed bow¿s longitudinal movement was faulty. Upon functional testing fse identified the customer moved the medical gases from the rear wall to the angiograph, so it was possible to increase the longitudinal movement of the azurion. The fse performed the necessary calibration of the movement. After this, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest, therefore the loss of manual movement is not likely to cause or contribute to death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Evaluation method code was corrected.